Event description:
It was reported that during a plate removal and revision of an anterior cervical discectomy infusion procedure the tip of the extraction screwdriver broke. During insertion of screw into the plate, the surgeon wanted a thicker handle driver so he used this item to drive screws in. The tip of the screwdriver broke toward the end of the procedure. There were no fragments in the patient. All broken parts were retrieved. The surgeon used another screwdriver available to complete the procedure. The procedure was successfully completed with no injury to the patient. There was no delay in completing the procedure. This is report 1 of 1 for complaint (B)(4).

Manufacturer narrative:
Device was used for treatment, not diagnosis. Additional part manufacturer date listed on device history record are 03/09/2009 and 03/15/2009. The investigation could not be completed; no conclusion could be drawn, as the product is entering the complaint system. Placeholder.